Event description:
It was reported that during an axillary node dissection procedure, the hand activation did not work. Used the footswitch and then changed to a like device to complete the case. No patient consequence.

Manufacturer narrative:
H3. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.